Manufacturer narrative:
Correction: the initial report [6000034-2025-01434] submitted on april 18, 2025, was reported with incorrect adverse event. Per the clinic, the patient experienced a bacterial infection at the implant site one month post surgery. However, no explantation occurred.

Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site one month post surgery. Subsequently, the device was explanted. Additional information has been requested but has not been made available as of the date of this report.